Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause is late recurrence of symptoms. Part numbers, lot numbers, manufacture dates and expiration dates: ifuse implant, p/n 7040-90, lot# 164679, manufactured 10/03/13, expires 2018-09, ifuse implant, p/n 7050-90, lot# i0835, manufactured 10/23/13, expires 2018-10, ifuse implant, p/n 7065-90, lot# i0510, manufactured 03/15/13, expires 2018-03.

Event description:
On (B)(6) 2013, the surgeon performed a right side ifuse si joint arthrodesis on the patient placing three implants. The patient had initial symptom relief, but the pain returned. The surgeon thought the implants may have been placed too posterior. On (B)(6) 2014, the surgeon performed a second surgery where he added two implants anterior to the initial implants. No implants were removed.